Event description:
It was reported that the patient was hit in the head with an elbow in 2009, while playing basketball. Patient was not wearing the external equipment at the time she was struck in the head. Patient has not heard sound since being struck. The patient's school audiologist attempted testing several times, which confirmed each time that the device has malfunctioned. Pressure applied to dib coil with same result. Some swelling was still present, however dib coil magnetic attraction was obtained without problem. All external equipment was exchanged, however patient still failed to respond.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.